Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal the device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
Corrected.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal there was no patient involvement.